Manufacturer narrative:
It was reported the patient's infection was treated with IV antibiotics (date not reported).

Manufacturer narrative:
This report is submitted on august 22, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the patient's surgeon, the patient developed an infection at the implant site. Subsequently, revision surgery was performed on (B)(6) 2017, in order to rinse the implant site and rotate the temporalis muscle. The decision was then made by the surgeon to remove the receiver stimulator to allow the site to heal. The electrode array was left insitu in order to preserve the cochlea for future implantation.